Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced urethral atrophy leading to the replacement surgery in which the aus device that was implanted had two cuffs. There were no device issues associated. The patient did not experience any further adverse events and no further intervention was required. No more information available at the moment. Should additional information become available, it will be provided.